Event description:
The tip of the final torque tightened broke off. The tip was retrieved from inside the pt. Another item was used instead and case completed as originally planned without any delay or medical intervention.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.